Manufacturer narrative:
E1: (B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that the loudspeaker error was noticed during the measurement and it was displayed on the display. During test after the cold start, the customer could hear that the sound was present but then the sound was gone after a short time. The error message with loudspeaker error appeared again. The rse determined that speaker assembly needed to be replaced. The customer was provided a replacement speaker assembly to resolve the issue.

Event description:
Philips received a complaint on the intellivue x3 indicating a loudspeaker error message. The device was in clinical use at time event, no adverse event occurred or reported.